Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the cause of the withdrawal symptoms was not determined. Actions and interventions required to resolve the withdrawals symptoms included: intravenous (IV) ativan, and "titrated to response." It was reported the withdrawal symptoms had resolved. The patient's weight was unknown. The healthcare provider indicated they were unable to provide any specific medical history relevant to this event; however, they stated the patient had a medical history of a right intra-cerebral hemorrhage with spastic left hemiparesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at 500 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that patient presented in emergency room with symptoms of withdrawal: increase in spasticity, altered mental status and autonomic dysreflexia. The pump had been read with clinician programmer but the hcp did not have session in front of him. The hcp stated there were no dialogue box popped up at interrogation. Hcp stated that he was not with the patient at this time. The hcp may attempt to aspirate the pump to confirm volume on programmer which was showing 7.5 mls. No further complications were reported.